Event description:
The only medical conditions I have are history of (B)(6) and eczema...since the procedure my eczema is worse, I have headaches, sweats, one staph infection on my right side, rash in the center of my back, one severe yeast infection that travel outside of the vaginal area, nausea, soft stool, metal taste in my mouth everyday especially in the morning, feel weak from time to time.